Manufacturer narrative:
(B)(4) (secondary surgery), (cataract, induced). Eval: method - lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the pt's left eye (os) on (B)(6) 2009. The icl was explanted due to the development of a cataract. The cataract was removed and an iol was implanted. The surgeon felt the cataract had developed due to the pt being highly myopic. The pt is doing well and the post-op va is 20/25.